Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was observed. In clinic measurements were normal. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.